Manufacturer narrative:
Additional information: the device was not returned to the manufacturer for inspection. Therefore, no technical inspection could be carried out and the error description provided by the customer, "sensor deviation" error during procedure", could not be confirmed. However, according to the reported issue, the cause can be attributed to an offset of the sensors. Consequently, a safety feature becomes activated and sets the unit to "safe state".the above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID:(B)(4).

Event description:
It was reported that there was a sensor deviation during surgery. No negative impact in state of health reported.